Manufacturer narrative:
Updated: date of birth, describe event or problem, relevant tests/lab data.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified solidified blood within the guidewire lumen and contrast media within the inflation lumen. The shaft was stretched approximately 26-26.3cm inclusive from the catheter tip. The exchange port area was stretched at approximately 26.6cm from the catheter tip. The inner lumen within the balloon was damaged. It appeared stretched and was touching either side of the balloon wall. No stent was returned with the device. There were hypotube kinks approximately 15cm and 27.5cm from the catheter strain relief. An attempt was made to inflate the balloon to its nominal pressure of 12 atmospheres using an encore inflation device, however, this was unsuccessful due to the solidified material within the inflation lumen. The device was then soaked in warm water. A subsequent attempt was made to inflate the balloon which was successful. The balloon inflated without issue. The balloon successfully deflated within product specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulty occurred. Access was gained via the right femoral artery. The 90% stenosed and 20mm long de novo target lesion was located in the non tortuous and mildly calcified medial right coronary artery with a reference vessel diameter of 3.5mm. The patient had well developed collateral branches. A 3.5x24mm promus element stent delivery system was advanced over a non-bsc guide wire and the stent was deployed in the target lesion. The stent delivery balloon was inflated to 18atm for 10 seconds using a non-bsc inflation device and the stent was well apposed to the vessel wall. After inflation, it was not possible to deflate the stent delivery balloon. The guide wire was pushed and the balloon was inflated and deflated over 20 times, at which point it was possible to fold the balloon back slightly so that it could be removed, but was not fully deflated when removed. The device had remained inflated inside the patient for 45 minutes. During the process of attempting to deflate, it was reported that the patient experienced angina/acute coronary syndrome. However following the procedure the patient condition was reported to be stable.

Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulty occurred. Access was gained via the right femoral artery. The 90% stenosed and 20mm long de novo target lesion was located in the non tortuous and mildly calcified medial right coronary artery with a reference vessel diameter of 3.5mm. The patient had well developed collateral branches. A 3.5x24mm promus element stent delivery system was advanced over a non-bsc guide wire and the stent was deployed in the target lesion. The stent delivery balloon was inflated to 18atm for 10 seconds using a non-bsc inflation device and the stent was well apposed to the vessel wall. After inflation, it was not possible to deflate the stent delivery balloon. The guide wire was pushed and the balloon was inflated and deflated over 20 times, at which point it was possible to fold the balloon back slightly so that it could be removed, but was not fully deflated when removed. The device had remained inflated inside the patient for 45 minutes. During the process of attempting to deflate, it was reported that the patient experienced angina/acute coronary syndrome. However following the procedure the patient condition was reported to be stable.

Event description:
Same case as MFR# 2134265-2012-01005. It was further reported that, on an unknown date, a 3.5x20mm promus element stent was implanted in the proximal to mid right coronary artery (rca) and another unknown stent was implanted in the medial rca. In (B)(6) 2011, access was gained via the right femoral artery. A 95% stenosis de novo lesion was located in the non-tortuous and mildly calcified proximal rca and 70% in-stent restenosed lesion was located in the proximal to medial rca. The patient had well developed collateral branches. Dilatation was performed in the proximal and in the in-stent restenosis with a 3.5x20mm maverick balloon, inflated up to 18-20atm. A 3.5x24mm promus element stent delivery system was advanced over a non-bsc guide wire and the stent was deployed overlapping the previously placed stent. The stent delivery balloon was inflated to 18atm for 10 seconds using a non-bsc inflation device and the stent was well apposed to the vessel wall. The advancement of the 3.5x24mm promus element stent resulted in a concertina effect if the 3.5x20mm promus element stent. After inflation, it was not possible to deflate the stent delivery balloon. The guide wire was pushed and the balloon was inflated and deflated over 20 times, at which point it was possible to fold the balloon back slightly so that it could be removed, but was not fully deflated when removed. The device had remained inflated inside the patient for 45 minutes. During the process of attempting to deflate, it was reported that the patient experienced angina/acute coronary syndrome. However following the procedure the patient condition was reported to be stable. A 3.5x32mm promus element stent in the ostial-proximal lesion, inflated up to 24 atm. Followed by post dilation with a 4x15mm nc quantum maverick balloon inflated to 18-26atm. The procedure was completed with good final result without residual stenosis or dissection, prompt contrast flow peripherally.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).